Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure to treat a heavily tortuous and heavily calcified, de novo, mid and proximal right coronary artery that was 90% stenosed. A 3.5 x 08 mm tenku balloon catheter was being used for pre-dilatation when the balloon ruptured during the third inflation at 18 atmospheres. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.